Event description:
The customer reported that from (B)(6) 2018 until late in the morning on (B)(6) 2018, "irregular hr" (heart rate) alarms should have been announced for the patient in room 614b, however, no hr alarm sounded on the bedside monitor during this time frame. As of the (B)(6) 2018, the "irregular hr" alarms were announced as expected. No death or patient / user injury or harm was reported.